Event description:
New information noted that the right ventricular lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the device clinic, high capture threshold and episodes of non-sustained rv oversensing were observed. Lead revision is planned for when the patient¿s other medical issues (cancer) are resolved. The non-pacemaker dependent patient was stable.